Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
An (B)(6) female patient underwent aaa repair by right femoral approach. The patient was suitable for endovascular repair; saccular aneurysm of the abdominal aorta, no tortuosity, enough length of proximal and distal neck. Both cia is short, however it was secured 30 mm for both side. After placing the mainbody graft and iliac legs, a proximal type I endoleak was confirmed by angiography. After placing the mainbody graft and iliac legs, a proximal type I endoleak was confirmed by angiography. The physician planned to add the extension in the proximal neck of the main body, and when he attempted to advance the extension from right, he felt resistance. Therefore, he removed the device from the body of the patient and observed the endosporium between the dilator tip and sheath. The physician determined not to attempt the device from right side because of the risk, and advance the device from left this time, however he felt resistance again. He considered to remove the device but could not, so he advanced the device as much as possible, and placed the extension inside of the main body where it was not the desired position. Afterwards, he attempted to use strong force to advance the extension device, but both iliac legs migrated proximally into main body. (1820334-2015-00212) slight endoleak was observed, and the physician though it is going to be a thrombosis. Since initma of a vessel was damaged, right iia was embolized and another leg was inserted into eia. In addition, another iliac leg graft was planned to place, however, the leakage from hemostatic valve was observed while preparing. Since this is the only device available at this facility, the physician wrapped the valve up in a gauze to prevent the blood leakage, and completed the procedure. (1820334-2015-00200). Dissection at left iia and slight proximal type I endoleak were observed, but since the physician could not attempt any procedure, he finished the procedure. Patient outcome not provided by the reporter.

Manufacturer narrative:
Additional information provided april 10, 2015. Right after the operation a slight type ia endoleak occurred, however, it was confirmed the endoleak was resolved at follow up. The body extension is the device that caused the dissection for the right internal iliac artery, the physician embolized another leg extension into the external iliac artery. The left internal iliac artery was left untreated. The endoleak noted at the end was a type ia (proximal side of the main body). Since the endoleak was solved, the patient was discharged without complication. Investigation - evaluation: during investigation, a review of complaint history, device history record, documentation, information for use (IFU) and trends was conducted. The complaint and associated correspondence includes the information that a type ia endoleak was observed intraprocedurally on computed tomography angiography. The physician attempted to resolve the endoleak using a body extension, but encountered resistance from both the contra and ipsi approaches (tried sequentially - initially he observed "endosponum" trapped between the dilator tip and sheath upon advancing on one side, so he switched to the other). During the approach from the ipsi side, the delivery system became stuck, so the physician placed the body extension inside the main body (not where he'd originally intended to place it). Application of additional "strong force" trying to advance the body extension caused both leg grafts to migrate proximally endoleak of unspecified type was observed. Physician embolized the internal iliac artery (iia) before deploying a leg extension into the external iliac artery on the right side. Dissection at the left iia and a type ia endoleak on the main body graft were observed, the latter of which is specific to this complaint. The ia endoleak resolved on its own and there have been no further complications reported with regards to this complaint. The device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. The device history record for the complaint device has been reviewed and indicates the device was manufactured to specification without any rework required. The endovascular graft bifurcated main body is shipped with an instructions for use document (IFU). This document includes instructions for use, contraindications, warnings and precautions regarding use of this device. Statements regarding the risk and management of endoleaks and other complications are included, as are specific anatomical inclusion criteria for the device. The sales rep commented that the use of a leg graft could have contributed to the difficulty in advancing and placing the body extension, noting that the leg graft seemed to "stack together" during attempted advancement of the body extension. A body extension has a sheath outer diameter of 6.9 mm, while all of the leg grafts referenced in the complaint have a diameter of 13 mm. The complaint includes information that the patient anatomy was not tortuous, but does not specify the iliac diameters, no imaging is provided. Intraprocedural type ia endoleak was confirmed based on report. Attempts to treat the endoleak with an body extension resulted in additional complaints. Small type ia endoleak remained at conclusion of procedure but spontaneously resolved with no further complications reported thereafter. We are unable to determine with certainty the root cause of the endoleak, as it was present both before and after additional endovascular therapies during the same procedure endoleaks are a known complication of an endovascular aneurysm repair procedures. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera), further action will not be pursued based on risk-benefit analysis. The risk is considered acceptable and is outweighed by the clinical benefits.